Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Instruments were found to be broken in sterile processing.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument was not possible as the products were not returned however examination of the photo attached to this complaint of the reported broken cor/tri ant stem insert shaft confirms the complaint. Previous investigations, including evaluations by a depuy material scientist has determined that user error is the most likely root cause. Manufacturing or material error was not identified. It is however, recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations pra-860-2009-hhe in march 2009 and dva-105642-hhe in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. The returned instruments were manufactured in 2008 and 2011. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.